Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a 15-year-old male patient's infusion set's tubing was detached from connector within the past six months. The issue occurred with six same type of infusion sets used for 1-2 days. Reportedly, the patient experienced high blood glucose level which they tried to treat with correction bolus via pump. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.